Manufacturer narrative:
The product has not been returned. Therefore, an evaluation of device performance was not possible. A review of the manufacturing records showed no anomalies. (B)(4).

Event description:
It was reported to medtronic neurosurgery that the patient underwent vp shunt implantation in 2007 at the age of one, to be treated for aqueduct stenosis. According to the report, there was continuous follow-up with the valve set at performance level 2.0. The report stated that CT scans were performed on the patient in stages, with which blood tumors were found in the right side of his head. Reportedly, the pl was increased to 2.5 in response to this. According to the report, the patient underwent a revision surgery due to over drainage. The report stated that the device was replaced with a competitor product.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The valve was patent. It met the requirements for leak testing, preimplantation and pressure-flow testing at 0 cm hydrostatic pressure (hp). However, the valve did not meet the requirements for siphon, reflux or pressure flow testing at -50 cm hp. There was proteinaceous debris observed in the interior and exterior of the device. Debris within the device may interfere with the siphon control device resulting in fluid siphoning and / or reflux. A review of the manufacturing records was not possible as no lot number was provided. All of the valves are 100% tested at the time of manufacture. (B)(4).